Event description:
String fall off had to fish the tampon out- vagina [foreign body in reproductive tract]. One of the tampons in the box had the string fall off [device breakage]. Case narrative: consumer reported via e-mail that the tampon string broke off. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.